Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated that the spinal cord stimulation (scs) patient experienced charging difficulties. It was reported that the patient attempted multiple charging protocols, but the device failed to charge. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) was removed and replaced. Postoperatively, the patient is doing well and is pleased to have the stimulator functioning again. The explanted device will not be returned, as it was disposed of in accordance with facility policy.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.